Event description:
Report received of an over-delivery. At 8:30am, the pump was programmed to deliver an unspecified medication at a rate of 8.2ml/hr. At 11:30am, the pump reportedly sounded an unspecified alarm and at this time the nurse noted the pump was infusing at a rate of 82.0 m1/hr instead of the intended 8.2m1/hr. There was no reported adverse patient effect. Multiple unsuccessful attempts have been made for additional information.